Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m1 segment stenosis, big resistance was felt while advancing the stent in the lesion. The proximal marker couldn¿t reach the lesion when delivering the pusher of the stent so the operator decided to withdrew the stent, but when doing this the distal of the stent deployed at the lesion. The physician continued to deploy the stent completely and successfully completed the procedure. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m1 segment stenosis, big resistance was felt while advancing the stent in the lesion. The proximal marker couldn¿t reach the lesion when delivering the pusher of the stent so the operator decided to withdrew the stent, but when doing this the distal of the stent deployed at the lesion. The physician continued to deploy the stent completely and successfully completed the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent stabilizer was found to be kinked at 21.5cm from the proximal end. The catheter shaft was kinked at 23cm from the distal end and was flattened from 19cm to 21cm from the distal end. There were no other anomalies observed. During functional evaluation, catheter was flushed without difficulty. The stabilizer was attempted to be flushed and blood was noted within the hub. Friction was experienced when the stabilizer was removed from the flattened section of the catheter by cutting the distal tip of the stabilizer. Information from the complaint indicated that big resistance was felt after the stent passed the lesion, the proximal marker couldn¿t reach the stent proximal marker when delivering the pusher of the stent and the stent was withdrawn. It is probable that the stent was partially deployed due to movement of the stabilizer relative to the catheter during the attempt to remove the device after the resistance was experienced. Based on information available and device analysis, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.